Event description:
It was reported that the stent was unable to be placed. It was removed from the pt and placed on a sterile table. Stent delivery and placement were attempted a second time without success. The stent was removed from the pt and it was discovered the the stent was frayed at the edge. There was no pt injury.

Manufacturer narrative:
This device is distributed outside the us; however it is similar to the us product. The product is not available for analysis. Additional info will be submitted within 30 days upon receipt.